Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the system and found that the illuminator lamp failed to turn on. The illuminator was replaced to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi received the illuminator and completed the failure analysis investigation. The illuminator was installed into a test system and it failed with an error 48245 displayed on the screen. The reported failure was confirmed through failure analysis testing.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the illuminator lamp failed to turn on. The lamp turned on normally but after 5 minutes, it automatically turned off and then it failed to turn on. The customer tried to power cycle the system and illuminator as well as replacing the lamp, but the issue persisted. The customer converted the procedure to a laparoscopic surgery. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no increase in port size and no additional ports placed as a result of the conversion to laparoscopic surgery. There was no injury to the patient.